Event description:
It was reported that after placing the basket in the ureter and opening and closing the basket several times, the basket became stuck in the patient's ureter tissue. The patient was taken to the o.r. To surgically remove the basket by opening the ureter and removing the basket. Additional information has been requested, but not yet received.

Manufacturer narrative:
No sample was returned for evaluation. The device history record for the reported lot number was reviewed and nothing was found that may have caused or contributed to the reported event. Quality records indicate that this lot passed functional testing requirements. The instructions for use states under the warnings section that some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended; do not use the stone basket if the object is too large to be removed endoscopically. Under the caution section of the labeling, it states that objects that are too large to be removed through the sheath or through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract. If resistance is encountered during advancement or withdrawal of the device, stop and determine the source of the resistance as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance. When necessary, use of a lithotrite may be required to reduce the stone burden within the basket provided that no direct contact is made with the stone basket. (B) (4)